Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump was unable to prime and the device alarmed no delivery. The patient's blood glucose was in the 400 mg/dl range and elevated to the point in which the meter read high. Troubleshooting did not occur since the patient was not present at the time of call. No products were returned or replaced.